Event description:
Customer's niece reported an incident of hypoglycemia requiring professional medical treatment in which advantage system result of 163 mg/dl did not match symptoms. Emt meter result after 15 minutes was 39 mg/dl. Customer treated with IV. A request was made for the return of the device and a replacement was sent.